Event description:
Thirteen months after original mitral implant, the pt returned to the hospital with thrombosed valve. Valve thrombosis was suspected based on clinical exams. The pt was reoperated and thrombus was in the hinges of both leaflets. The valve was replaced with another on-x mechanical valve. The pt recovered.

Manufacturer narrative:
Valve is at pathology lab for evaluation. No conclusion at this point.